Event description:
It was reported that during an unknown case, the hand piece did not work. No error code on the generator. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary - the hand piece was returned with a loose mount and the nose cone cracked. During functional testing, a hissing sound was noted during activation with the (B)(4). The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.